Event description:
It was reported that this lead was recently implanted in the left bundle branch, and has been exhibiting pacing inhibition. Subsequently, the patient is experiencing discomfort. Technical services (ts) was consulted and recommended reprogramming options. Reprogramming was performed and the patient no longer felt discomfort. This lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this lead was recently implanted in the left bundle branch, and has been exhibiting pacing inhibition. Subsequently, the patient is experiencing discomfort. Technical services (ts) was consulted and recommended reprogramming options. This lead remains in service. No adverse patient effects were reported.